Event description:
It was reported that prior to a laparoscopic roux-en-y procedure, the device's blue ancillary trocar was discovered in the blister pack to have the tip broken off. Another device was used to start and complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.